Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011; initial inratio: >7.5; repeat inratio: 1.4. Testing was performed on the same day, within mins of each other using the same finger for both tests.